Manufacturer narrative:
A datascope system 90 extender tubing was returned for evaluation. The balloon used with the tubing was not returned. A trace amount of blood was noted on the exterior of the tubing. Visual examination revealed that two nylon ties around the clear tubing and the male luer. After the nylon ties were removed from the tubing, underwater leak testing using 5 psi of air pressure revealed no leaks in the tubing or between any of the two luers and the tubing wall. Each luer did withstand a 10 pound pull force. Probable cause of difficulty: unfortunately, it was ot possible to verify the reported difficulty in the laboratory even after the blue nylon ties were removed from the tubing. The presence of the blue nylon ties around the tubing end did indicate that a leak was detected by the user and the fact that the alarms stopped after those nylon ties were applied does indicate that a problem existed between the tubing and the luer contrary to laboratory examination. During the mfg of a system 90 series extender tubing, the male and female luers are not fixed with glue to the end of the tubing. The luers are actually forced into the tubing using a special tool. It is this "snug" fit that keeps each luer in place. After assembly, each luer must withstand a 10 pound pull force. There is no traceability on this extender tubing because no iab serial number or insertion kit lot was provided.

Event description:
The "helium leak" alarm sounded during pumping on the system 97 pump. (Event complications: none from the event-reported 05/01/97.) (Pt's current status: unk-reported 05/01/97).